Manufacturer narrative:
The insulin pump was received with a button error alarm and an intermittent up arrow button response due to a corroded keypad. The insulin pump was received with normal operating currents, and was monitored for several days with no battery alerts or alarms occurring during testing. The unit had a cracked reservoir tube lip, a case cracked at the display window corner, minor scratched lcd window, a stained end cap sticker, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.